Event description:
The surgeon reported that one day post-op the pt presented with a diffuse haze in the optic and haptics of the crystalens iol that had been implanted in the pt's left eye. According to the surgeon, the iol appeared normal before the implantation, and there were no abnormalities during implantation of the lens. The capsular bag was intact and the iol was placed entirely within the bag. There were no signs of iol abnormality at the end of surgery. Post-op date #1, the haze was noted on the anterior and posterior surfaces of the lens, and no opacity of the anterior or posterior capsule were noted. Also, no corneal opacity or edema, and no blood or excessive inflammation in the anterior chamber were noted. Pt's uncorrected dva was 20/100, and bcva was 20/70+2 as of (B)(4) 2011. The lens was subsequently explanted. Add'l info has been requested.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens has not been returned to the MFR for eval. Therefore, an investigation cannot be conducted.